Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15- april-2024, it was reported that the patient experienced high blood glucose levels (bg). Bg was over 500 mg/dl when admitted to the hospital. The reason for hospitalization was diabetic ketoacidosis (dka). The patient was treated with an IV insulin drip (intravenous insulin infusion) during hospitalization. Other health issues the patient has reported were feeling sick/unwell, tired/weak, and increased thirst. No further information available.